Manufacturer narrative:
1. The customer returned 1 video, but did not return the defective sample. The video shows that the sample is using a small pinch clamp, the extension tubing can still leak fluid after the pinch clamp is pinched, and it is unclear whether the extension tubing is pinched in the center of the pinch clamp. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. Qa has a special test for the clamping function of this pinch clamp, which is subject to a maximum pressure limit (102kpa=15.3psi) that does not allow leakage. 4. In the process of using the indwelling needle, when the pinch clamp is in the bending part of the extension tubing, it may occur that the extension tubing is not pinched in center of the pinch clamp, resulting the pinch clamp cannot be fully acted. Conclusion(s): the returned video shows that the extension tubing can still leak fluid after the pinch clamp is closed. Since the defective sample is not received, more tests on the pinch clamp cannot be carried out, and the usage of the sample is unknown, so the root cause of this phenomenon cannot be determined.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc was difficult to clamp the following information was provided by the initial reporter; after the nurse punctured and pulled out the patient's indwelling needle, she found that the extension tube could still leak fluid when she closed the tube-sealing clamp and failed to achieve the tube-sealing effect. No complaint acceptance letter is required, no green claims are required, videos are available, and samples cannot be returned.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.